Event description:
The cup could not be removed from the instrument after the doctor inserted the cup into the acetabulum. The doctor used another cup to complete the case. The surgery was extended by 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.